Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient will have abutment to magnet revision. Revision surgery is planned however, has not occurred as of the date of this report, (B)(6) 2015.